Event description:
The technician alleged loss of trendelenburg and reverse trendelenburg function. No pt impact.

Manufacturer narrative:
The technician replaced the broken trendelenburg assemblies to resolve the issue.